Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: reported after hours (B)(6) 2021, next business day was a holiday on (B)(6)2021. Flowport tip broke when gaining hip access for lateral portal for arthroscopy. A new flowport was opened in order to complete the procedure. The probable root cause could be use of excessive force. The device manufacture date is not known.